Event description:
During a check of the device, customer reported the charge light would not turn on. Service rep duplicated the reported condition. Device was repaired and proper operation confirmed.